Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wasn't working properly and it was noticed the black wire was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of cracked clamping pulley be related to the customer reported complaint. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the instrument could not operate properly. There was no damage to the black conductor wire.

Event description:
Refer to h10/h11 for follow-up information.